Event description:
It was reported that patient underwent total hip arthroplasty in 2003. Subsequently, radiographs revealed the liner had fractured, and the patient was revised in 2009. The liner and head were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Date of event - revision occurred in 2009, exact day is unknown. Date implanted - primary surgery took place in 2003, exact day is unknown. Date explanted - 2009, exact day is unknown. Evaluation of the returned component found that a portion of the rim was fractured on the high wall. The portion of the rim that was separated from the acetabular liner showed evidence of subsurface cracking and white banding. These features are consistent with oxidation of the polyethylene. There was more evidence of subsurface cracking and delamination on the rim of the liner and in a portion of the liner ID. Although there were no machine lines in the wear regions, there was no evidence of excessive or high wear. There was an indention on the backside of the liner that is consistent with contact with a stabilization screw that was either not fully seated or backed out during implantation. This indentation is expected to have little to no effect on the fracture of the liner. This report filed september 28, 2009.